Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cs-300 intra-aortic balloon pump (iabp) had a leak in iabp circuit and iabp didn¿t inflate. There was no patient involved.

Manufacturer narrative:
Addtitional information: e1: initial reporter: (B)(6). Email: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that examined fault logs observed no lethal codes. Leak in iab catheter was observed in alarm journal. All pneumatic leak tests were performed ad passed to specifications. The fse could not duplicate any failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.